Event description:
It was reported that an unspecified malfunction alarm occurred after the customer sat down and damaged the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.